Event description:
It was reported that during general surgery, the clip would come out but it did not completely seal the vessel. The procedure was completed without impact to the patient. The cartridge was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.